Manufacturer narrative:
Age of device: 3 months, 5 days investigation summary: the patient remains on lvad support with no further issues reported. Review of the submitted log file confirmed no external power alarms while operating on mpu support. The log file from system controller (B)(4) captured a no external power event on (B)(6) 2018 and two similar events on (B)(6) 2018. Each of the events appeared to be due to a loss of power to the mpu. The system continued to be supported by the backup battery during each event and there was no interruption in support. The system appeared to function as intended during the events. (B)(4) was manufactured with the ac power cord upgrade and review of the manufacturing documentation confirmed the mpu was shipped with an a/c power cord with the v-lock. A specific root cause of the no external powers while on mpu could not be determined. The heartmate ii patient handbook with mpu under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient began to have no external power alarms when connected to battery only. However, upon investigation, it was found that patient was on mobile power unit during the power loss. No further information was provided.